Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient tested on a cobas 6000 e 601 module. The initial tnt-hsst result from sample a was 38.92 ng/l. The initial result was reported outside of the laboratory. A new sample, sample b, was tested with a tnt-hsst result of < 3ng/l. Sample a was then retested with a tnt-hsst result of < 3 ng/l with a data flag. Internal qc results were acceptable. Based on the qc data provided, there was no indication of an instrument or reagent issue. The tnt-hsst reagent lot was 305646 with an expiration date of 30-jun-2019. The field engineering specialist was unable to determine a root cause. He checked alignments, the clean washing, and pipetting. The investigation did not identify a product problem. The cause of the event could not be determined.